Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 06 dec 2019 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 sep 2018.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat knee pain secondary to end-stage osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon notes that adhesions were lysed, and a small periosteal medial capsular release was performed. The procedure was completed without complications. Patient receive a left knee revision to treat pain and walking difficulty secondary to loosening of the tibial tray. Upon entering the joint, a complete synovectomy was performed. The femoral component and patella were well-fixed and retained. The tibial tray was grossly loose and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Left knee.